Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and rovided the below set of examples for review. Date / time / sg value / bg value a) (B)(6) 2025, 8:30 pm, 58 mg/dl, 167 mg/dl, (trend arrow was horizontal, customer ate last time at 6 pm, sensor value 30 minutes later not known), b) (B)(6) 2025, 10:05 am, 107 mg/dl, 199 mg/dl, (trend arrow was horizontal, customer ate the last time at 8:30 am, sensor value 30 minutes. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. A review of the raw sensor data showed transient optical instability, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The observed instability is potentially related to the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4: date of this report 13 august 2025. G3: date received by the manufacturer? 13 august 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.